Event description:
It was reported that upon a remote device data review, an alert for high, out of range shock impedance was noted. Boston scientific technical services were contacted and discussed that this alert was not configurable remotely. At this time, the device remains implanted and in service and no patient consequences were reported.